Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
Date sent to FDA: 10/25/2019 h6 patient code: 2240,1695,2422,1979,1994,2061, 3189 - surgical intervention. Additional b5 narrative: it was reported that patient experienced underwent removal of mesh on (B)(6) 2012, (B)(6) 2013, (B)(6) 2014, and (B)(6) 2015 due to hernia recurrence, scarring, obstruction, adhesion, nerve damage and pain. (B)(4) represents the adverse event which occurred on (B)(6) 2012. (B)(4) represents the adverse event which occurred on (B)(6) 2013. (B)(4) represents the adverse event which occurred on (B)(6) 2014. (B)(4) represents the adverse event which occurred on (B)(6) 2015.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2012 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.